Event description:
It was reported the patient received "forty shocks and was talking during them." Upon arrival at the hospital the patient was pronounced dead. Interrogation of the device was requested and it was alleged "the device failed." Request for additional information was made and it was learned the patient received inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. It was also learned the patient discontinued taking medication and had not been compliant with regard to office visits.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated ventricular tachycardia was detected due to atrial fibrillation with a rapid ve ntricular response. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.